Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation coil of the rv lead triggered an alert for undefined high impedance. The lead remains in use. No patient complications have been reported as a result of this event.